Event description:
It was reported that the stent graft would not fully deploy. The procedure consisted of placement of the stent grafts in the iliacs, using a kissing technique. Reportedly, after the target sites were pre-dilated using a 6x8 pta balloon catheter, the physician advanced the stent grafts to the target lesion. After deploying the stent grafts approximately 2 cms, the stent grafts would not deploy any further. The physician removed both devices (delivery systems and stent grafts) without any consequences or injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system and the stent graft have been returned for evaluation. The investigation is currently underway. This event is associated with the same patient in the event reported under manufacturer reports no 9681442-2010-00017.